Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been two another complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during implantation of an intraocular lens (iol) the plunger went over the lens. The surgery was completed by using back up lens. There was no patient harm.

Manufacturer narrative:
The device with the lens was returned loose in a plastic bag. The lens stop and plunger lock were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was advanced to mid-nozzle and has underrode the lens. The lens was located inside the lens loading area. The optic was positioned on the plunger, folded under and broken horizontally. The trailing and leading haptics were broken in the gusset area. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified product was used. The product investigation could not identify a root cause. A plunger underride was observed. The lens was still within the loading area. The plunger underride was most likely interpreted as the reported complaint. It is unknown if a qualified viscoelastic was used. The IFU(instructions for use) instructs: during device preparation and implantation of the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Plunger underride may occur: due to rapid advancement faster than the IFU recommend rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. If the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).